Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for lead revision. Upon interrogation, it was found that the patient's right ventricular lead exhibited r-wave amplitude variation and high capture threshold. During the procedure, it was noted that there was possible micro-dislodgement and lack of lead slack. The lead was extracted and replaced. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.